Event description:
International customer reported that the needle tip broke during use. No adverse patient consequences were reported.

Manufacturer narrative:
Result code: the actual returned needle was evaluated. The needle shows a fracture at the needle point with several heavy instrument marks that caused the breakage. Conclusion code: user error. The product insert cautions the user: to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.